Event description:
During procedure gyrus acmi device would deploy but only coagulate for 1-2 seconds and then would not work. The machine was checked, new cords applied and device opened to trouble shoot but nothing would remedy the problem. A ligasure device and machine were then used to complete the case.====================== health professional's impression======================no adverse event. Case was completed using a different device